Event description:
Pt underwent endometrial ablation utilizing cautery. An area correlating to the grounding pad site was found to have 2 blisters. Cautery pad was placed on leg prior to positioning. Pt is heavy. Pad most likely became dislodged during movement. Unit set on cut 50, coag 50. Physician prescribed silvadene cream. Dismissal was not delayed. Rptr feels incident most likely due to operator technique in grounding pad placement prior to positioning. In-house bio-med engineer checked machine immediately. No problem found.